Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the charger will no longer communicate with the pt's ipg. A replacement charger has been sent to the pt, but it is unk at this time whether the replacement device resolved the alleged issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar reported events have resulted in the explant of the ipg.